Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Reported event was confirmed due to the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: freedom liner cemented in place with antibiotic cement and crc stem cemented as well. Liner for the spacer found loose but stem well fixed. Cell count returned negative for infection, frozen section questionably positive. Spacer removed, zb hip placed without complication. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to use error. Per the freedom surgical technique page 4, place the freedom liner implant into the cup or cage. When satisfied with placement, use the freedom liner impactor to seat the implant into the shell. The liner is designed to be assembled with a shell and the shell attached to the acetabulum. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 110035368 biomet bc r 1x40 us lot# 944baa2508 x4, cat# 00787100230 build-up block size 17/19 30 mm height lot# 61808740, cat# 00787101761 femoral stem lot# 62528948, cat# 802403604 constrained head lot# 3036028. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right hip revision approximately 6 years post implantation due to loosening of the liner. No additional information.